Event description:
It was reported that the anesthesia workstation failed the inspiratory and expiratory valve test during system check out and that the device log contained an alarm for a pressure difference between the inspiratory pressure transducer and the fresh gas transducer. There was no patient connected to the device at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when replaced part has been received and the investigation is finished.